Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 320 and system error 603 were not reproduced. Evaluation found the sensors were within specification. A review of the event history log revealed system error 320 and system error 603. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported conditions were verified. No correction is required for system error 320 as the sensors were within specification. The cause of the system error 603 was determined to be the gears being loose. The motor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed system error 320 (latch switch error) and system error 603 (timebase invalid) during patient infusion of vasopressin. The pump stopped during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.